Event description:
It was reported, the pt experienced an auto-reduction in amplitude. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. The pt reported, he was in a motor vehicle accident in (B)(6) and had surgery in (B)(6) but the issue did not begin until (B)(6). Ther pt was reprogrammed around the invalid contacts and regained coverage. Follow-up identified x-rays were taken and no anomalies were noted. It was reported surgical intervention will be undertaken. No further information is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.